Manufacturer narrative:
The firm is unaware of any lab testing done to confirm presence and type of infection. The patient had the system implanted for approximately 4 months before any issues were noted, making it unlikely that the nalu system itself was the source of the infection. Infection is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat hip pain. In june 2024 the patient reported using the system constantly, with a reduction in pain from 10/10 down to 3/10. On 08/23/2024 a nalu representative contacted the patient for a follow-up and learned that the surgical incision on the lower back area had become infected and the system had been explanted on (B)(6) 2024.